Event description:
The customer reported being hospitalized for three days due to high blood glucose of 475mg/dl, and she was treated with manual injections. The caller stated that the insulin pump alarmed no delivery. The customer mentioned that she was throwing up and had stomach pain. Troubleshooting was declined as she requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.